Event description:
Plaintiff alleges that exposure to the latex exam gloves directly and proximately caused her to develop severe and permanent latex allergy and other related injuries and conditions. Further alleges that she has suffered and endured great pain and mental anguish and suffered a loss of enjoyment of life as a result of developing a related disease from the exposure to the latex gloves.